Event description:
Customer called to report that the closed tube aliquotter (cta) syringe on the unicel dxc 600i synchron access clinical system was leaking. The field service engineer (fse) inspected the instrument and found that the syringe was leaking and that there was dried buffer at the wash station because of a clog at the wash station. Also, the motor and syringes required replacement. The fse replaced the sample syringe pump, both syringes, the wash station motor, and other parts. The fse also cleaned out the wash station and the clogged parts. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).